Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was confirmed via evaluation. The heartmate mobile power unit (mpu) (s/n: (B)(6) was returned to the service depot for analysis. The unit was plugged in to alternating current (ac) power and a yellow wrench alarm starting flashing. The issue was isolated to the patient cable and the cable was replaced. The mpu underwent functional checkout and passed all applicable tests. The unit was returned to the customer site and the replaced patient cable was forwarded to product performance engineering (ppe). The forwarded patient cable underwent further analysis. The cable was connected to a test mpu fixture and upon connecting the unit to ac power, a flashing yellow wrench alarm was confirmed. The resistance of the underlying wires in the patient cable were measured and no issues were found. The patient cable was then tested for current leakage and the orange wire (15v power line) was found to be shorting to the cable shielding. The patient cable layers were cut off in order to inspect the condition of the underlying wires. A breach in the insulation of the orange wire was observed that allowed the underlying conductors to short to cable shielding. The root cause of the reported event was determined to be damage to the mpu patient cable¿s orange 15v power wire consistent with the repetitive flexing of cable. Heartmate 3 patient handbook, rev. D, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. D, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. D, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a yellow wrench alarm while on the mobile power unit (mpu). The patient was instructed to remain on a fully charged battery until a replacement was received.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.